Event description:
The customer reports having been receiving low readings from adc meter. He reports a reading of 55 mg/dl on his adc meter, compared to 600 mg/dl on his physician's meter. The customer states, he had been adjusting his insulin, based on his adc meter readings, and is consequently experiencing cotton mouth, frequent urination, excessive thirst and dizziness. Customer took humalog insulin to counteract the symptoms.